Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 01-sep-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case is associated to cases (B)(4) by reporter. This case involves a female pt, who received poly-l-lactic acid (sculptra) therapy on an unspecified date. No additional treatment details were reported. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt experienced severe hematoma post-sculptra injection. Event outcome is unk. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: probable.